Event description:
During one of my insertion attempts in the pt's left upper arm, the IV had immediately infiltrated so I removed it. When I assessed the end of the catheter, it looked mostly intact except for some minor defects in the plastic and a less than 1mm sized chip at the end of the catheter.